Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood/body fluid in the lumen of the lead. There was also green guidewire coating noted on the outside of the terminal pin and on the inside of the purple terminal connector. Unfortunately no guidewire was returned with the lead. A wire insertion test passed with slight resistance likely due to the dried blood/body fluid which was noted on the wire tip when removed. Analysis could not confirm the allegation however it is suspected that the green wire coating was scraping off and possibly bunching up at the opening of the terminal pin/connector tool thereby prohibiting advance of the wire into the lead.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted after a two different guidewires could not pass through lead. The lead was flushed with ease and there was no evidence of clots. The lead was removed without incident. No adverse patient effects were reported. The lead will be returned for analysis.